Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece device had unintended activation/motion, moving parts did not move smoothly, corrosions/rusting/pitting and component damage. It was further determined that the device failed pretest for check for unintended motion, check for mechanical free moving and general condition. It was noted in the service order that the device made an unusual or unexpected noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the initial reporter's phone number was not available. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of unexpected noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had unintended activation/motion, moving parts did not move smoothly, corrosions/rusting/pitting and component damage. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).